Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result generated on the alinity I am processing module. The patient was a 68-year-old female in the thyroid and breast surgery clinic, clinically diagnosed with nodules in the breast. The following data was provided (reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co reactive): anti-hbc = 0.13 s/co (nonreactive) ¿ customer questioned this result due to the pattern of the other hepatitis b panel testing. The customer performed high-speed centrifugation and reran the sample generating an anti-hbc ii result of 4.06 s/co (reactive). The reactive result was reported to the clinical physician. Other testing provided: hbsag result = 0.00 iu/ml (nonreactive), anti-hbs result = 30.15 miu/ml (reactive), hbeag result = 0.31 s/co (nonreactive), anti-hbe result = 0.17 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result generated on the alinity I processing module. The patient was a 68-year-old female in the thyroid and breast surgery clinic, clinically diagnosed with nodules in the breast. The following data was provided (reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co reactive): anti-hbc = 0.13 s/co (nonreactive) ¿ customer questioned this result due to the pattern of the other hepatitis b panel testing. The customer performed high-speed centrifugation and reran the sample generating an anti-hbc ii result of 4.06 s/co (reactive). The reactive result was reported to the clinical physician. Other testing provided: hbsag result = 0.00 iu/ml (nonreactive), anti-hbs result = 30.15 miu/ml (reactive), hbeag result = 0.31 s/co (nonreactive), anti-hbe result = 0.17 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
An investigation was performed for the customer issue. The field service representative (fsr) reviewed the module logs for the alinity I processing module, serial number (B)(6), and observed variation with the r1 reagent probe pressure. However, no definitive part replacement or adjustment could be determined as the cause of the issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity associated with the complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and contains adequate information regarding the troubleshooting of erratic/discrepant results. Additionally, another sample from the patient was centrifuged and retested with the expected reactive result, therefore sample integrity could not be ruled out as a cause of the result issue. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.